Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1 g, ip, once in 5 days), amikacin (250 mg, ip, every other day) and fortum (1 g, ip, every other day). Dianeal therapy was ongoing as was remedial therapy with vancomycin, amikacin and fortum. The cause of the peritonitis was unknown. The outcome for the event of peritonitis was unknown. The nurse stated that the peritonitis was not related to dianeal therapy.